Manufacturer narrative:
Consumer was using the gum technique deep clean toothbrush and the bristles started to fall out.

Event description:
Consumer was using the compact care toothbrush and the bristles started to fall out.